Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following physical damage was found: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. No frozen display or unexpected beeping anomalies were noted. (B)(4).

Event description:
The customer reported via phone call that her insulin pump froze when she attempted to program a bolus. Five minutes later the pump beeped. She would navigate the menu and bolus that way since her bolus button was not responsive. The next night the pump continued to beep and give error messages, and the buttons remained unresponsive. The customer treated her diabetes by using a back-up pump in the meantime. The customer did not recall any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.